Manufacturer narrative:
Exact date unknown, event occurred several months from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not using the spinal cord stimulator (scs) system as it was the source of pain. The patient underwent an explant procedure wherein the ipg was removed and was not returned.